Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed (through the history log) but could not reproduce the system error 322. The upper and lower auxiliary assemblies were found to be the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device is alarming system error 322. It was also reported there was no patient injury.